Event description:
It was reported via repair work order that the side control brake would disengage during use due to stripped hole thread. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.